Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's right ventricular lead had a possible fracture seen via x-ray. The lead was otherwise normal with no anomalies. No device intervention was performed. No further information available.